Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded electronic assemblies and corroded motor home switch. Insulin pump unable to verify delivery anomaly, perform displacement test, rewind, prime, seating, basic occlusion, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin flow blocked alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.